Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical records review, about 2 years, 1 month post implant of 3dmax light, patient was diagnosed with abdominal pain and scar tissues thereby underwent revision surgery. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-jun-2015) is considered to be a best estimate. This emdr represents the 3dmax light (device #2). An additional supplemental emdr was submitted to represent the kugel patch ( device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2015 - patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of kugel hernia patch (device #1). Per operative notes, ¿the patient was noted to have an obvious direct inguinal. A small oval kugel patch (device #1) was placed in the preperitoneal space, covered the inguinal floor and tacked in place to cooper ligament using suture.¿ (B)(6) 2016 - patient had abdominal pain was diagnosed with incarcerated recurrent incisional hernia thereby underwent laparoscopic repair with the implant of 3dmax light mesh (device #2). Per operative notes, ¿the hernia was in the right lower quadrant, where previous hernia repair with mesh was done. The incarcerated fat and small bowel was reduced from the fascial defect. There was a ball of old mesh (device #1) medial to the hernia defect was adherent to the bladder. The 3dmax light mesh (device #2) was placed into the abdomen and oriented to cover all the hernia adequately with overlap of the edges. The mesh was secured into position using absorbable tacks.¿ (B)(6) 2016 - patient had abdominal was diagnosed with umbilical hernia and ventral hernia thereby underwent open repair with the implant of ventralight st using echo ps (device #3). Per operative notes, ¿the hernia sac contained incarcerated fat was freed and reduced into the peritoneal cavity. The defect extended above the umbilicus in the midline. A circular ventralight st mesh using echo ps (device #3) was positioned into the peritoneal cavity to cover the defect with wide margins of overlap and sewn into position circumferentially with suture.¿ (B)(6) 2017 - patient was diagnosed with acute lower uti. (B)(6) 2018 - patient had abdominal pain. Attorney alleges that the patient had adhesions, bowel obstruction, mesh migration, pain and hernia recurrence. It was also alleged that the patient mesh had become balled up, could not be removed due to strong adherence to bladder.